Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined there was an issue with the sample probe. The sample probe was replaced. The analyzer was working within specification after completion of the service action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with multiple assays on a cobas 6000 e601 module. Results for the following assays were affected: elecsys ft4 IV, elecsys tsh, elecsys troponin t hs stat, elecsys anti-hbs, elecsys hbsag, and elecsys hiv combi pt. The sample initially resulted in the following values: ft4 = > 100.0 pmol/l with a data flag, tsh = < 0.005 miu/l with a data flag, troponin t = < 3.00 ng/l with a data flag, hiv combi pt = 0.161 coi (non-reactive), anti-hbs = < 2.00 iu/l with a data flag, hbsag = 3.49 coi (reactive). The sample was repeated on the same analyzer, resulting in the following values: ft4 = 14.60 pmol/l , tsh = 1.99 miu/l , troponin t = 8.6 ng/l, hbsag = 0.389 coi (non-reactive). The sample was repeated on the same analyzer on (B)(6) 2025, resulting in the following values: ft4 = 15.08 pmol/l, tsh = 1.99 miu/l , troponin t = 7.64 ng/l , hiv combi pt = 0.170 coi (non-reactive), anti-hbs = 300.6 iu/l, hbsag = 0.353 coi (non-reactive). The sample was repeated on a second analyzer on (B)(6) 2025, resulting in the following values: ft4 = 14.71 pmol/l , tsh = 2.03 miu/l , troponin t = 8.44 ng/l with a data flag, hiv combi pt = 0.159 coi (non-reactive), anti-hbs = 316.5 iu/l, hbsag = 0.548 coi (non-reactive).